Event description:
Additional information was received indicating that the infection presented approximately 3 months after vns implant. The cause of the infection can be attributed to vns surgery. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
Implant form was received indicating that the patient underwent vns reimplant. It was noted that the patient's previous vns devices were explanted due to infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Device history record was reviewed for both the generator and lead. Both devices were sterilized prior to distribution, and there were no unresolved nonconformance's found prior to distribution. No additional relevant information has been received to date.